Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator failed the leak test. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found a leak in the oxygen (o2) sensor. The cse replaced the o2 sensor. The unit passed extended self-testing.